Manufacturer narrative:
An event regarding audible noise involving an unknown trident shell was reported. A review by a clinical consultant confirmed shell malposition. The device remains implanted. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device remains implanted. Medical records received and evaluation: a review by a clinical consultant noted that adequate size and position of all components, stem and cup although cup rim protrudes into joint space. Adequate orientation of cup regarding anteversion although cup rim protrudes into joint space with almost 1-centimeter. Stem and cup shell have been retained. Cup position was rather superficial with the cup rim protruding almost 1-centimeter beyond the acetabular bone margin and this clearly detracts from the effective available movement space for the hip and thus may contribute to impingement. Device history review and complaint history review could not be performed as the device lot is unknown. Conclusions: a review of the provided information by a clinical consultant concluded that micro-separation in the ceramic-on-ceramic bearing was quite likely present to contribute to clicking and popping sounds with the ceramic surface damage resulting as reported in the mar of the explanted devices. Device remains implanted.

Event description:
It was reported that surgeon converted patient's ceramic on ceramic hip to a poly liner and new head. Patient had an audible pop sound emminating from his hip whenever he would get up from a chair or take a long stride while walking - this was the reason for the head and liner exchange revision.